Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted for a stage 1 trial evaluation. It was reported that there was difficulty inserting lead during the implant procedure. The healthcare professional (hcp) met resistance repeatedly with the percutaneous introducer and with the lead. They adjusted the lead and swapped bent and straight stylets. The hcp tried advancing the lead and removed the lead. It was reported that the end of the lead tip/stylet looked like it came out the side/insulation of the lead between the electrodes. The visually damaged was further described as there was a breach of the insulation. A second lead was then used which worked well. The damaged lead was not returned as the hcp did not want to return the product for analysis and threw it out. No symptoms were reported in the event. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that the doctor thought the reason for why the lead insertion was so difficult was patient anatomy as it was noted the patient had previous surgery and radiation of their pelvic area due to a previous cancer. There were no further complications reported or anticipated.